Manufacturer narrative:
H3:product analysis: ¿equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) ¿as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The pipeline flex braid was inside a syringe. ¿damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, and no damage was noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was observed to be open and flattened. No other anomalies were found. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ report could not be confirmed, as the middle section of the returned pipeline flex braid was open and flattened. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel tortuosity was moderate, ruling out vessel tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than two times, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the middle section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right intracranial c5 segment with a max diameter of 4 mm and a 3 mm neck diameter. Landing zone: distal: 3.5 mm and proximal: 3.8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administrated. The pru level was normal. The angiographic result post procedure was normal. It was reported that the patient was diagnosed with an intracranial aneurysm at the right c6 segment of the internal carotid artery and was scheduled for treatment with a pipeline. After establishing the access route, the microcatheter and micro-guidewire were successfully positioned. Vessel measurements indicated the use of a 375-25. The stent was advanced into position, and upon withdrawal of the microcatheter to deploy the tip for anchor, the stent could not be opened during mid-segment deployment at the carotid siphon. The stent remained rod-shaped and couldn't be opened. Multiple attempts to retrieve and redeploy the stent were unsuccessful. The operator subsequently removed the stent from the body and observed thrombus formation inside the stent. A ped-400-20 was then used instead, delivered, and deployed, completing the procedure. The operator reported concerns regarding the quality of the 375-25 stent and decided not to charge for this device. It was reported the pipeline failed to open in the middle section. The pipeline was positioned in a middle bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a pulweisen 5f-115 guide catheter and phenom 27 microcatheter.

Event description:
Additional information was received stating that during the procedure, the surgeon promptly administered tirofiban to increase the antiplatelet effect, and then replaced the stent to successfully complete the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.